Manufacturer narrative:
Product event summary: at analysis it was determined that the cable of the radiofrequency programmer head returned along with the programmer was broken, causing a short circuit so that the programmer powered off. It was additionally noted that the plastic, anti-slip layer was ripped off the label of the programming head. Both the cable and the label were replaced to resolve. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the radiofrequency head originally returned with the programmer as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.